Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. During support, the automated impella controller (aic) exhibited red alarm back up battery failure. The device was replaced with another console without any further reported issues. No report of patient harm or injury.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, the reported failure mode was duplicated on an engineering bench. The root cause for the battery failure was due to a defective battery 2. The root cause of the defective battery 2 was due to single cell failure. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.